Event description:
Customer reported issues with the insulin pump. Customer states that she had no delivery when she was filling her cannula. Customer also states that her blood glucose reading is low. Customer also mentioned that when she went back to check the bolus history it wasn't there. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.